Event description:
It was reported that there was a "white substance" in an obturator or sleeve. The devices were removed, the substance was retrieved and the procedure was continued. The "white substance" was discarded. The white substance also was described as a "film." It was later reported that the substance was a loose white piece that fell into the patient and was retrieved, and that surgeon had used two sleeves from this manufacturer, and an obturator and sleeve of another manufacturer. It was not clear from which device the piece came.

Manufacturer narrative:
Two devices were returned for final investigation. Both device were received in good visual condition. Upon evaluation the devices were viewed under magnification. It was determined that no pieces were missing from either device, and there were no signs of any other white debris on either device. The devices were pressure tested and neither device showed signs of leaking both with an without a test plug inserted into the device. No lot number was provided, so the device history records could not be reviewed for discrepancy. As the returned devices passed all visual inspection and functional testing criteria, it is possible that the white piece did not come from this manufacturer's device.